Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg rf needle was selected for use during an unknown procedure. A pericardial drainage had to be performed due to cardiac tamponade probably because a puncture was performed at the wrong location during a transseptal puncture. Thus, the blood pressure returned to normal, however the transseptal was discontinued. It is unknown where in the patient's anatomy did the perforation occurred. It is unknown when was the perforation discovered. It is unknown the comparison to the appearance of the effusion after the procedure. It is unknown if the pericardial effusion worsen as a result of the procedure. It is unknown which devices were able to cross during the initial crossing. It is unknown if any resistance felt while maneuvering the nrg needle. The status of the patient is unknown. The procedure was cancelled.